Event description:
Reference number (B)(4) event occurred in the puerto rico, united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The leakage was due to a damaged infusion set with a broken connector. The infusion set had been in use for two hours at the time of the incident. The patient's blood glucose level was 447 mg/dl, and treatment consisted of a manual insulin injection. No further information available.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13-mar-2026 against "lot number 6015067 and similar malfunction code(s): leak between site connector and cannula housing - detachment / significant tubing connector is cracked, split, deformed, leakage may occur the review confirmed that lot 6015067 and the identified failure mode are not associated with any non-conforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-mar-2026 against "lot number" criteria equal 6015067 and similar malfunction codes leak between site connector and cannula housing - detachment / significant tubing connector is cracked, split, deformed, leakage may occur the count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6015067 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 12 on 02/sep/2025 with a total of 57,000 units. The sub-assembly, gluing of tubing of the lot 5h02722 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 31/aug/2025, with a total of 120,000 units. The sub-assembly, gluing of tubing of the lot 5h02723 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 02/sep/2025, with a total of 76,500 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015067 and related malfunction codes for leak issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.